Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer experienced high blood glucose levels and that the insulin pump alarmed no delivery. The blood glucose reading was over 600 mg/dl. The customer complained of headache, moodiness, irritability, blurry vision, sleepiness, and heartburn. She reported seeing small air bubbles at the beginning and middle of the infusion set tubing. She noted that the reservoir had been rewound in place, which she was advised against. She also reported that the insulin was cloudy, which may have indicated that the insulin was expired or denatured. She stated that she had used cold insulin and was also advised against doing so. The customer was advised that tubing clamps would be sent to her in order to complete the troubleshoot process. Nothing further reported.